Event description:
Sensor error > 3 hours - replaced sensor. Dexcom does not follow up on product support requests and refuses to replace this faulty sensor. Sensor only lasted 6 days before failing! Activated on (B)(6) 2026.